Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4+ degenerative mitral regurgitation for a mitraclip procedure. During the procedure a mitraclip was successfully implanted. The procedure was discontinued; the final mr was reduced to grade 1. There were no adverse patient effects or clinically significant delays reported. It was reported that on (B)(6) 2026, the patient returned with symptomatic with dyspnea and recurrent mr due to an increased leaflet prolapse. The initially implanted mitraclip was no longer stable on the leaflets. The recurrent mr was grade 3+ degenerative mitral regurgitation (mr) for a secondary procedure. During the procedure, a mitraclip was implanted successfully stabilizing the first mitraclip and the procedure was discontinued. The final mr was reduced to grade 2+. There were no adverse patient sequela or clinically significant delays reported.